Event description:
It was reported that they were able to initialize qty(2) probes, but when they inserted them into the breast they could not take any samples. They were able to complete the case with a third probe with no patient consequence. The customer would like to have their holster evaluated, and qty(2) probes will be returned for analysis also.

Manufacturer narrative:
(B)(4). The (B)(4) device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.